Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od), and the lens tore/broke. The lens was removed during the same surgery, with no apparent injury. The lens was exchanged for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the lens missing a piece of haptic and residue on the lens surface. Claim# (B)(4).